Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 7.8cm to 8.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information received indicates the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device. No inappropriate shock therapy occurred. Programming changes were made. The patient was in stable condition.